Event description:
It was reported to boston scientific corporation on (B) (6) 2010 that an ultraflex tracheobronchial stent was used during a stent placement in the main trachea performed on (B) (6) 2010. According to the complainant, during the procedure, the physician successfully dilated the stricture with a balloon to 15mm prior to stent placement. There were no issues with the radial force of the stent; the stent fully expanded once it was deployed. Approximately 5-10 minutes after the stent was implanted, the patient's pulse oximeter levels dropped from 100 spo2 to 65 spo2. The patient could not breathe. The physician went back in with a scope and it appeared that the stent was occluding her airway and had collapsed. At this time, the anesthesiologist attempted to intubate the patient. The endotracheal tube could not be passed through the stent because the very proximal part of the device including the [retention] suture loops were shut. No attempts were made to dilate the stent. The physician then placed the endotracheal tube over the stent. The device was removed 5-10 minutes after stent implantation with biopsy forceps. After the stent was removed, the patient's trachea appeared to be wide open and she was breathing perfectly fine. The physician decided that no stent was needed. The patient was reported to be in stable condition at the conclusion of this procedure with no complications. Further clinical follow up indicates that the patient was in a car accident in (B) (6) 2008; however, the tracheal stenosis was not a result of the car accident. The patient has been on a ventilator since her auto accident in (B) (6) 2008. The patient was admitted to the hospital on (B) (6) 2010 and released on (B) (6) 2010. The patient's hospitalization was not prolonged as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an ultraflex tracheobronchial stent was used during a stent placement in the main trachea performed on (B)(6), 2010. According to the complainant, during the procedure, the physician successfully dilated the stricture with a balloon to 15mm prior to stent placement. There were no issues with the radial force of the stent; the stent fully expanded once it was deployed. Approximately 5-10 minutes after the stent was implanted, the patient's pulse oximeter levels dropped from 100 spo2 to 65 spo2. The patient could not breathe. The physician went back in with a scope and it appeared that the stent was occluding her airway and had collapsed. At this time, the anesthesiologist attempted to intubate the patient. The endotracheal tube could not be passed through the stent because the very proximal part of the device including the [retention] suture loops were shut. No attempts were made to dilate the stent. The physician then placed the endotracheal tube over the stent. The device was removed 5-10 minutes after stent implantation with biopsy forceps. After the stent was removed, the patient's trachea appeared to be wide open and she was breathing perfectly fine. The physician decided that no stent was needed. The patient was reported to be in stable condition at the conclusion of this procedure with no complications. Further clinical follow up indicates that the patient was in a car accident in (B)(6) 2008, however the tracheal stenosis was not a result of the car accident. The patient has been on a ventilator since her auto accident in (B)(6) 2008. The patient was admitted to the hospital on (B)(6), 2010 and released on (B)(6), 2010. The patient's hospitalization was not prolonged as a result of this event.

Manufacturer narrative:
(B)(4) - (medical intervention required). Only a deployed stent was returned for analysis. A visual examination of the stent found that a stent wire was pulled and the stent was collapsed in on itself on one side. There was no evidence of stent wire breaks. No other issues were noted with the stent. As the stent was removed with biopsy forceps, the root cause of the damage to the stent cannot be conclusively determined. It could not be definitively determined as to whether the damage noted to the returned stent had occurred during removal from the patient with the forceps, or during the procedure. Therefore the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.